Manufacturer narrative:
Lot review: a review of the mfg. Lot database for lot# 3189940 (mfg. Date 02/2016) shows (B)(4) units were mfgd., tested, inspected, and released. Visual analysis: on 2/10/2017 - received one used 011-0j751-01, single transpac it monitoring kit w/ safeset reservoir, 1 blood sampling port and 6 cannula; reported lot# 3189940. One used needle. The needle was connected to the distal male luer, this luer was confirmed to be disconnected from the pressure tubing. No tubing remains in the tubing pocket. A solvent ring was observed on the tubing. Functional testing: unit was visually examined and a solvent ring was observed all the way around the tubing. An identical bond just proximal to the distal bond was pull tested and met product specification. Final analysis summary: the reported complaint of tubing pulled out was confirmed. The root cause of the failure could not be determined as the tubing was observed to have an adequate solvent bond. ICU medical will continue to monitor and trend the reported complaint.

Event description:
Complaint rec'd regarding one (1) 011-0j751-01, single transpac it monitoring kit w/ safeset reservoir, 1 blood sampling port and 6 cannula; lot# 3189940. The report states, disconnect of the line. There were no adverse patient consequences reported.